Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient and the delivery system was discarded. Patient medical records have been received for evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text : device remains implanted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2022. Approximately three and half (3.5) years post initial procedure during a routine follow up, possible narrowing of the proximal limbs and deposition of thrombus in the left iliac limb lumen were noted. The patient is stable and the physician chose an alternative endovascular option and implanted two (2) gore viabhn (non-endologix) stent grafts on (B)(6) 2026 to resolve the issue.